Event description:
The reporter stated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens but the lens would not unfold in the patient's eye. The lens was removed with no patient injury and the backup lens was implanted.

Manufacturer narrative:
(Other, lens would not unfold): device evaluated by manufacturer: no lens returned in unit carton. Evaluation: results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and the lens work order search, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.